Manufacturer narrative:
Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
It was reported the patient¿s stimulator was removed due to infection. It was noted the infection ¿almost killed¿ the patient.